Manufacturer narrative:
Investigation findings: it was initially reported that audio alarms were not being provided at the cic pro central station. There was no related adverse patient impact. The cic pro involved was in the pcu care unit. Ge healthcare (gehc) reviewed the cic pro log files and found that the day prior to the reported incident date, the users added 16 patients from the ICU care unit to the cic pro. The logs confirmed that numerous alarms were provided for those patients but audio was not sounded. The logs also showed that the audio alarms for these out-of-unit (i.e., ICU) patients were not configured to audibly alarm. The multiviewer alarm audio setting in the set flags module configures the cic pro to either enable or disable audible alarms for any out-of-unit patient displayed at the cic pro. The logs confirmed that the audio alarms were disabled for these patients. In conclusion, the root cause is an incorrect configuration of the system which prevented audio alarming for out-of-unit beds that were being displayed at the cic pro. The system was operating as designed. Gehc presented these findings to the customer who confirmed the issue and indicated that they would address it with their leadership.

Event description:
It was reported that the cic pro was not producing audible alarms. There was no related adverse patient impact.

Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-6: this information was not provided to gehc. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete. H3 other text : device evaluation anticipated, but not yet begun.